Event description:
Pt had a diagnostic laparoscopy with right ovarian cystectomy and cautery of small endometriosis implant. After putting the secondary sheath in, a blunt probe was placed. The small rubber top had a small tear and a small piece of the stopper fell into the abdominal cavity. Surgical scrub nurse says the cap was pliable and intact when she seated it on the trocar. The small piece was glimpsed during suctioning. After multiple attempts of irrigation and suction, surgeon was unable to see the small remnant. Decided to leave the fragment in the abdominal cavity because of extremely small size and insert nature of the non-reactive material, versus further major exploratory surgery to remove the small piece. Pt discharged in good condition. MFR was notified and discussed sterilization process for product.